Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that at their recent dental checkup, the dentist told them that their jaws pop and click badly, their upper right molars have recessed due to shifting teeth. This is caused by the aligners. Patient told to stop aligner treatment. Advised to hold in current aligner, requesting additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.